Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) detected frequent premature atrial contractions as atrial high rate episodes resulting in mode switch and post mode switch overdrive pacing. The ipg remains in use. No patient complications have been reported as a result of this event.